Event description:
It was reported that the patient presented to the hospital for an implant procedure. Post implant procedure, it was noted that the helix of the lead failed to extend. The pocket was reopened and the lead was exchanged. The patient was stable in condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Analysis found that a complete lead was returned in one piece measuring 57.8 cm. Visual inspection of the lead found the helix was retracted with sign of blood. X-ray examination found no anomalies to the lead body. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The helix was unable to retract itself after fully extended. The cause of the reported event was isolated to the helix being clogged with blood/tissue.